Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tri-lock bps femoral stem 12/14 taper size 9 std 113mm. Code 1012-04-090 lot 360212 q-ty- 1 (right implant). Date of implantation -(B)(6) 2013. Date of event (B)(6) 2018. Alert date - (B)(6) 2018 but hospital didn't provide event details long time. We received information in april,16. While moving up the stairs, the patient's implant broke the neck of the endoprosthesis in the right leg is broken (the femoral stem) adverse event, patient was hospitalized and carried out a revision in (B)(6) 2018. Now patient's condition is good. Product is available for return to lab. Doi: (B)(6) 2013; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.